Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the clips were loose and would not close the blood vessel. Another clip applier was used to complete the case. There was no patient injury.